Event description:
The positioner moved without command, during a procedure. The behavior was attributed to a defective controller. The alleged unit was then disengaged and the procedure was completed using manually positioned endoscope. No adverse event was reported.